Manufacturer narrative:
Block b3: exact date unknown, event occurred in year 2019 prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352700, model: sc-8352-70, serial: (B)(6), batch: 20470057.

Event description:
It was reported that the patient had an active infection. Inadequate stimulation was also noted. It was mentioned that the infection was not device related. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained despite good faith efforts.